Manufacturer narrative:
Concomitant products: pentaray catheter, model and lot numbers unknown. Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a thermocool smart touch bidirectional sf catheter where force issues were encountered. On 6/14/2017, the biosense webster failure analysis lab performed scanning electron microscope analysis on the catheter, and found that there was evidence of a hole on the surface of the pebax. The returned device was visually inspected, and reddish brown material was found inside the pebax. The catheter was evaluated for carto 3 system performance, and was recognized by the system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The catheter subjected to a screening test, which it passed. The force feature was working properly, and the force sensor values were found within specifications. Per the blood found under the pebax, scanning electron microscope testing was performed, and the results showed evidence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified, but the root cause of the damage cannot be determined.

Event description:
It was reported that a patient underwent a procedure with a thermocool smart touch bidirectional sf catheter where force issues were encountered. During the procedure, after mapping was completed with a pentaray catheter, the smart touch was inserted into the patient and zeroed. The force values then started to fluctuate between 0g and 20g, with the high force error also showing on occasion. Multiple zeroes and a cable change were attempted, but the issue was not resolved. The catheter itself was then changed, which resolved the issue, but the replaced catheter was found to have blood inside, near the spring. Tissue was also found on the catheter tip. No damage to the catheter itself was initially noted. The procedure was completed without patient consequence. No neurological symptoms were noted after the case. There were no issues related to catheter temperature or flow. The generator was being used in power control mode, but the power/temperature/impedance values are unknown. Anticoagulant had been administered to the patient. High force errors are highly detectable, and the potential that they can cause or contribute to an adverse event are remote. Similarly, if foreign material is found underneath the pebax, but the pebax itself is intact, then the potential that this could cause or contribute to an adverse event is remote. These are not MDR reportable events. On (B)(6) 2017, the biosense webster failure analysis lab performed scanning electron microscope analysis on the catheter, and found that there was evidence of a hole on the surface of the pebax. Exposure to the internal components of the catheter creates a critical risk of thrombus, making this event MDR reportable. The awareness date for this event is (B)(6) 2017, as that is when the reportable lab findings were discovered.